Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 382544, batch#: 5017998. It was reported by customer that ivs are prematurely retracting. In some case the needle looks bent. Rcc received a complaint via email. One of our facilities is reporting an issue/concern with an item that it is purchased from your company. Please include our case number, (B)(4), with all email communication. Situation: issue: IV lot number: 5017998. These ivs are prematurely retracting. Some of my nurses and ccts have stated that in some case the needle looks bent. Not all the ivs are defective within the lot some work just fine and others just retract on their own. This can potentially harm a patient or our caregivers. Background: event date: 04/08/2025. Ih #: 32019985 cath IV insyte autoguard b/c grn 18gax1.16. Mfg#: 382544. Sample available: no. Lot#: 5017998. Was there injury? No, but has the capacity to cause injury.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017998. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.